Manufacturer narrative:
The directions for use states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient stopped charging the device as recommended after experiencing auto-reducing. As a result, the entire system was explanted and replaced to address the issue.